Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, swelling, blanching and occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications; do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Haematomas. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use-posology: if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal colour.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks. There was minimal bruising and swelling seen. Patient was also injected with juvéderm ultra xc in the marionettes on the same day. Patient also had an injected with botox to the forehead, glabella and crow's feet. Patient contacted the clinic by phone later in the day and reported that they had developed a white patch above their lips. Patient sent photos and the their lip looked blanched. Patient was advised to return for an assessment of a possible occlusion. A physician was consulted via (B)(6) and instructed that the area be pressed down on the pale tissue to check for capillary return which was brisk. The physician did not think it was an occlusion and advised to massage and apply warm compress. Patient returned to the clinic the next morning for a review and the skin was still blanched with poor capillary return to top of lip and to the tip and dorsum of nose. Patient was treated with hyalase with 2% lignocaine and saline after consulting with the physician. After an hour, the patient was still blanched with poor capillary return. Patient had another treatment with hyalase. Patient then showed good capillary return for the nose and top lip, but was still pale in the lateral lip. Patient had also noted being nauseated, light headed and shaky which the physician had attributed to the lignocaine. After 30 minutes, the symptoms had passed. Later that evening, the patient still had a blanching to the lateral top lip and patchy blanching to the nose. Patient was again treated with hyalase with vigorous massaging and warm compress. It was noted that capillary refill was 2 seconds to the nose and still sluggish to the top lip. Bruising had made it difficult to see capillary refill. Symptoms resolved the following day. This is the same event and the same patient reported under MDR ID #3005113652-2018-01055 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra xc, also a device manufactured by allergan.